Manufacturer narrative:
Investigation summary: the datalogger files were reviewed and showed that the top cover of the analyzer was not opened each day for two days, as recommended by the instructions for performing daily maintenance on the signal reagent dispense probe. Lack of daily maintenance on this probe may result in the presence of dried residual signal reagent on the outside of the probe which may cause biased results. An ocd field engineer replaced the signal reagent dispense probe and tightened the fittings. The root cause of this event is user error.

Event description:
A customer reported observing a falsely negative hbsag result for a qc fluid. Biased results of this magnitude may result in inappropriate physician action. There was no report of pt harm as a result of this event.